Event description:
It was reported that the stryker pneumosure insufflation device appears to have failed during surgery. Upon insufflation of the patient's abdomen in o.r. 9, the device was set to 15 mm of pressure, and high flow. The insufflation started, and the patients belly insufflated, yet the machine did not show a live response of the actual pressure. Perhaps the pressure sensor has failed. The device continued to inflate the abdomen, until the surgeon noticed that the device was not showing active pressure. The unit was stopped, and immediately pulled from service. Therefore, there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.